Event description:
Medtronic received information that this bioprosthetic valve was explanted due to severe aortic insufficiency and mild to moderate aortic stenosis. The estimated valve gradient was 40 mm/hg. It was reported that the valve may have been torn during explant. It was also reported that the patient had a history of bacteremia from a previous implant and that endocarditis was suspected with this valve issues.

Manufacturer narrative:
Evaluation results code: other = device history review found the product met specifications when released for distribution. Conclusion code: other = cause of event was attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where mineralization was noted on the right and non-coronary cusps. There was moderate to extensive tissue deterioration and degeneration along the free margin and lunula of all cusps which appears to be due to mineralization and/or contact with mineralization. Glistening off-white pannus extended along the margin of attachment of all cusps into the left right inferior coaptive area and 1 to 3 mm to all cusps on the inflow. Remnants of pannus covered the tops of all the commissures, extending slightly onto the surrounding tissue and margin of attachment. The left right and non-coronary commissures appeared to be intact. Two small perforations were noted in the lunula of the left cusp and appeared to be due to contact with mineralization on the right cusp margin. Tears in the left cusp along the margin of attachment were observed which may have originated with host tissue infiltration and possibly increased in size with wear during the diastolic and systolic phases and/or at explant. Radiography showed mineralization along the free margin of the right cusp and host tissue adjacent to the left right commissure. Conclusion: the device history record was reviewed and shows that this valve met all manufacturing specifications for product release to distribution. Reduced performance of the valve was attributed to host tissue overgrowth. These findings are generally considered a patient related condition.